Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was reported the patient was hospitalized for the event. The cause, treatment, patient outcome and action taken with pd therapy were not reported. At the time of this report, the patient remained hospitalized. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: a2, a4,b2, b3, b5, b6, b7, h6 and h11. B5: upon follow-up, it was reported that the patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further specified as did not wear mask and did not clean the area before starting pd. The peritonitis was manifested by abdominal pain, nausea and cloudy effluent. On the same day as the event onset, the patient was treated with cefazolin (1.5g, intraperitoneal) and ceftazidime (1.5g, intraperitoneal, daily) for the event. Four days after the event onset, cefazolin and ceftazidime were discontinued, and vancomycin (intraperitoneal 2 gm, discontinued after 20 days)and gentamicin (intraperitoneal, discontinued after 20 days) were started for treatment. Seven days after the event onset, the patient was hospitalized for the event. The patient was discharged nine days after admission. Twenty-four days after event onset, the patient recovered from the peritonitis. It was not reported if the patient was retrained on the proper aseptic technique. H11: this report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.